Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient went to physical therapy, and did stretching where she put her leg on the second step and stretched forward, patient got home and felt an increase in stim. The stim sensation was strong for a long time until the next day, when the strong feeling went away on its own. Patient reported ever since she had been doing physical therapy, she had not been emptying really well sometimes. Patient mentioned about a month ago, patient turned up stim. It was reviewed with the patient that stim can increase with position change. Patient was redirected to their healthcare professional (hcp) the discuss the issues. No further symptoms reported. No further device complications reported/anticipated.